Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. The customer successfully filled the cartridge and resumed insulin delivery. There was no impact to the customer's blood glucose level.